Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol composix device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix mesh, reference number (B)(4), lot number 43dnd184 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient has been injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective bard/davol composix mesh that was implanted in her body.

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol composix device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 years 7 months post implant of composix mesh, patient was diagnosed with infection, purulent discharge, necrosis, inflammation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list inflammation as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix mesh, reference number 0113810, lot number 43dnd184 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient has been injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective bard/davol composix mesh that was implanted in her body. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with very large ventral hernia thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿a very large composix mesh was placed into the periosteum and secure it with suture.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall infection due to partial mesh infection thereby underwent open repair with partially removal of mesh. Per operative notes, ¿purulence was seen. The top layer of mesh seemed to be necrotic and nonviable and this was peeled away.¿ (B)(6) 2017 - patient was diagnosed with infected mesh thereby underwent open repair with removal of infected mesh. Attorney alleges that the patient had abscess, adhesions, fistula, infection, nerve damage, pain, seroma and emotional injuries. It is also alleged that the patient had mesh infection, additional surgery to correct hernia mesh related injuries.